Manufacturer narrative:
Report date: 18jan2019. Date received by manufacturer: 17jan2019. MFR report #2031642-2018-02059 is a duplicate of an event previously reported under MFR report #2031642-2018-02435. Any additional information will be submitted under the initially reported MFR #2031642-2018-02435. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator generated an error that rendered the ventilator inoperative. It was reported that the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 16oct2018. The field service engineer (fse) evaluated the device. The event log was reviewed and the fse verified error codes in the log relevant to the reported symptom. The power management (pm) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.